Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump would shut off suddenly. The blood glucose levels were 311 mg/dl. Troubleshooting was provided. The customer stated that the insulin pump remained with the blank screen. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display anomaly noted. Device had unresponsive all buttons due to unlocked keypad connector. Unable to perform operating currents, self-test and displacement test due to unresponsive button.